Manufacturer narrative:
Truncated incident logs collected from the instrument during routine scheduled preventive maintenance, which contained data from 26 and 27 june 2017 only, were available for manufacturer evaluation. These instrument logs were not informative in regard to the identification of the use error involving incorrect reagent replacement acknowledged by the laboratory, as the data does not cover the required time period. Based on the information provided by the laboratory, it was determined that the root cause of the sub-optimal tissue processing was a use error involving incorrect completion of replacement of the reagent in either bottle 9 (ethanol) or 10 (ethanol). The specific date and time at which the use error occurred, and the specific circumstances involved, could not be determined from the information available.

Event description:
Leica biosystems received a complaint of "underprocessed" tissue following completion of a protocol comprising 300 cassettes, which had been run in retort a, and was associated with an "improper bottle change." On 19 june 2017, a leica north america technical support center representative documented that the "improper bottle change" involved replacement of the reagent in a bottle "probably #9 or #10"; and that the "reagents changed out already." A leica field support specialist (fss) contacted the complainant on 19 june 2017 to arrange a visit to the laboratory in order to download the logs from the instrument for evaluation; and to ascertain if the cases from which sub-optimal tissue processing had been identified were diagnosable. On 20 june 2017, the fss documented that a laboratory management representative had advised that a visit to the laboratory was not considered necessary; the laboratory was already aware that the sub-optimal tissue processing reported had been caused by a use error when replacing a reagent; the use error had been remediated and the offer of peloris user training was declined. On 06 july 2017, the fss was advised by the complainant that cases from which sub-optimal tissue processing had been identified were diagnosable.